Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Attempts to follow-up with the injecting healthcare professional have been unsuccessful; info such as the lot number is unavailable at this time. Device labeling: warnings: the product must not be injected into blood vessels. Introduction of juvederm ultra xc into the vasculature may occlude the vessels and could cause infarction or embolization. Adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injections site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticaria, (B)(6), telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar.

Event description:
Injecting physician reported after injection with juvederm, pt "may have an occlusion in glabellar." Follow-up with the treating physician noted after injection in the glabella, pt had "blanching", swelling redness, and "congestion." The treating physician was concerned about rescuing "the tissue from impending necrosis" and "threatened tissue nonviability." An "open wound" developed at the injection site which healed after treatment with only a "little erythema" and a "small indentation." Pt was treated with "nitropaste, aspirin, keflex, prednisone, warm compress, vitrase, hyperbaric oxygen therapy, red and infrared light therapy." Hyperbaric oxygen therapy is ongoing at this time.